Manufacturer narrative:
Trouble shooting revealed that the trigger straw was cracked and not fully seated. The straw was replaced and seated correctly and the issue was resolved. (B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.

Event description:
The customer stated that the architect analyzer generated low results flagged with (<). The customer specified several assays like bnp and ferritin (no specific data was provided). However, the customer provided an example of a troponin result (<32 ng/l- negative) generated from one patient sample. The same sample was retested on another analyzer with a positive result of 6,000 ng/l. No impact to patient management was reported.

Manufacturer narrative:
Product evaluation was performed in order to investigate this issue. The customer indicated the discrepant results were due to the trigger level sense sensor (list number 08c94-26) being cracked, and not fully seated. The issue was resolved by replacing and correctly seating the trigger level sense sensor (list number 08c94-26). The issue in question is adequately addressed in product labeling. No trends for ticket with replacements for the trigger level sense sensor (08c94-26) were identified. Based on the evaluation results, no deficiency was identified to be related to the malfunction reported by the customer.